Event description:
It was reported by a customer on (B)(4) 2011, the fiber cap/tip detached; the fiber tip fell off during the procedure at 113.838 joules. Also, the customer reported, the physician placed the end of the sheath on the fiber tip in the pt's bladder and used gravity to drain the bladder. The physician observed inside of the pt's bladder and did not see the fiber tip inside of the bladder. The fiber tip was washed into the suction system. The fiber tip was retrieved. The pt did not experience any difficulties. The fiber aim beam was fine until the fiber tip detached and then the aim beam came straight out of the fiber. There was no change in the fiber showing that the tip may have been coming close to failing. There were no error codes that were displayed on the console.